Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnected alarm, and a power cable disconnect/low voltage alarm, were both confirmed via the provided log file. The log file captured a driveline disconnect alarm on (B)(6) 2025 at 18:57:17, stopping the pump. The driveline was observed to have been reconnected to the controller approximately ~50 seconds later, and the pump ramped back up to intended speeds. After the driveline was reconnected, a few atypical powers cable disconnect alarms were intermittently observed on (B)(6) 2025. These alarms appeared to have been caused by the voltage within either power cable briefly fluctuating above the expected voltage threshold, and a low voltage hazard alarm would occur when this condition was active in both cables simultaneously. These alarms appeared to resolve within a few seconds after the voltage values returned to their expected values. The system controller was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect and power cable disconnect/low voltage conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital. Upon interrogation of their left ventricular assist device (lvad), two pump off alarms, one driveline disconnect, one low flow, and three low voltage alarms were detected. The log files that were submitted for review confirmed a driveline disconnect at 6:57pm on (B)(6) 2025 that lasted 54 seconds before being reconnected. Low flow events were recorded on (B)(6) 2025, it also recorded power cable disconnects and a low power alarm that occurred at 8:09pm on (B)(6) 2025, after the driveline disconnect. The patient was on battery power during these alarms, and it was recommended to inspect the batteries for any signs of damage as well as to clean the battery terminals and contacts inside the battery clips to help identify the suspect battery and battery clip.